Manufacturer narrative:
Updated cc: as reported, the plug of a 6f exoseal vascular closure device (vcd) came out of the patient with the system. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The device had been used for hemostasis following treatment of stenosis extending from the right superficial femoral artery to below the knee via an ipsilateral approach and right groin puncture; an unknown 6f 10 cm non-cordis sheath introducer was exchanged, standard procedural steps were followed, and after back-flow stopped the indicator window of the 6f exoseal vascular closure device (vcd) changed from black/white to black/black before deployment. The user was trained in the use of the device, and the physician was certified in the use of the exoseal vascular closure device (vcd). The patient¿s body mass index (bmi) was not greater than 40. There were no visible signs of device or package damage prior to use. The device was stored and prepared according to the instructions for use. The vessel diameter was verified to be greater than or equal to 5mm, with no visible calcium or plaque at the puncture site, and no access vessel tortuosity. There was no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and the site had not been previously closed with any closure device or manual compression within the last 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vascular closure device (vcd). The device will not be returned for evaluation as it was discarded. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18419970 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿plug inaccurate placement¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) came out of the patient with the system. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The device had been used for hemostasis following treatment of stenosis extending from the right superficial femoral artery to below the knee via an ipsilateral approach and right groin puncture; an unknown 6f 10 cm non-cordis sheath introducer was exchanged, standard procedural steps were followed, and after back-flow stopped the indicator window of the 6f exoseal vascular closure device (vcd) changed from black/white to black/black before deployment. The user was trained in the use of the device, and the physician was certified in the use of the exoseal vascular closure device (vcd). The patient¿s body mass index (bmi) was not greater than 40. There were no visible signs of device or package damage prior to use. The device was stored and prepared according to the instructions for use. The vessel diameter was verified to be greater than or equal to 5mm, with no visible calcium or plaque at the puncture site, and no access vessel tortuosity. There was no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and the site had not been previously closed with any closure device or manual compression within the last 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vascular closure device (vcd). The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device came out of the patient with the system. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The device had been used for hemostasis following treatment of stenosis extending from the right superficial femoral artery to below the knee via an ipsilateral approach and right groin puncture; an unknown 6f 10 cm sheath was exchanged, standard procedural steps were followed, and after back-flow stopped the indicator window of the 6f exoseal vascular closure device changed from black/white to black/black before deployment. The device will not be returned for evaluation as it was discarded. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18419970 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿plug inaccurate placement¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 6f exoseal vascular closure device came out of the patient with the system. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The device had been used for hemostasis following treatment of stenosis extending from the right superficial femoral artery to below the knee via an ipsilateral approach and right groin puncture; an unknown 6f 10 cm sheath was exchanged, standard procedural steps were followed, and after back-flow stopped the indicator window of the 6f exoseal vascular closure device changed from black/white to black/black before deployment. The device will not be returned for evaluation as it was discarded.